Manufacturer narrative:
H6. Investigation summary: customer returned (1) 1/2cc, 6mm, 31g syringe in an open poly bag from lot # 7156928. Customer states that they found something black inside the barrel of the syringe and stated it looked melted and was preventing him from moving the plunger rod. The returned syringe was examined and exhibited a jammed stopper in the barrel, which could prevent the plunger rod from moving properly. A review of the device history record was completed for batch# 7156928. All inspections and challenges were performed per the applicable operations qc specifications. There were twelve (12) notifications [200701137, 200701444, 200700916, 200700492, 200701604, 200701335, 200700915, 200699563, 200700102, 200699194, 200698244, 200701445] noted that did not pertain to the complaint. There was one (1) notification [200700844] noted for ink smears. Bd was able to duplicate or confirm the customer¿s indicated failure (jammed stopper and plunger difficult to move) root cause for this defect cannot be determined. H3 other text : see h10.

Event description:
It was reported that "melted", black foreign matter was seen inside the bd veo¿ insulin syringe with the bd ultra-fine needle that prevented the plunger rods movement before use. The following information was provided by the initial reporter: "consumer stated there is something black inside the barrel of syringes. Stated, it looks melted and is preventing him from moving the plunger rod. Stated, could not use syringe."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that "melted", black foreign matter was seen inside the bd veo¿ insulin syringe with the bd ultra-fine needle that prevented the plunger rods movement before use. The following information was provided by the initial reporter: "consumer stated there is something black inside the barrel of syringes. Stated, it looks melted and is preventing him from moving the plunger rod stated, could not use syringe"